Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter catheter is splitting. The following was provided by the initital reporter: verbatim: the catheter is splitting.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received twenty eight sealed 22 gauge insyte autoguard winged units from lot 2283782 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. It was reported that there were issues with threading the catheter causing the catheters to split. Our quality engineer tested each unit for penetration and drag force. Each unit passed for drag force which would affect the user's ability to thread the catheter. However, one of the units failed during needle and catheter tip inspection. This device was found to be dull and had some damage to the catheter tip. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect of catheters splitting during threading but the engineer was able to verify an issue with the catheter tip of one unit. The needle and catheter tips were determined to have been damaged during manufacturing. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter is splitting. The following was provided by the initital reporter: verbatim: the catheter is splitting.